Manufacturer narrative:
Explant date - (B)(6) 2012. Evaluation method: medical review. Results: medical review - review of this file indicates that the icl exhibited a high vault in this patient which led to increased iop and narrowing of the angle. The icl was exchanged with a shorter lens which resolved the problem. The root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.) To prevent any of these complications from occurring, staar recommends that the lens be explanted once the surgeon determines that this condition may affect outcome of the patient's vision. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Event description:
The reporter stated the surgeon implanted a micl 13.7mm implantable collamer lens in the patient's right eye on (B)(6) 2012. The lens was explanted due to high vault. The patient experienced high iop, pain, headache and nausea. The lens was exchanged for shorter length lens.

Manufacturer narrative:
Method: lens work order search. Results: a visual inspection of the returned product found a piece of one plate haptic is torn off and missing. Lens was returned dry. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the same work order. Conclusion: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).